Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient and procedural details (e.g. Relevant test data, relevant history, lot #, catalog #, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new procedural information, which was updated in the appropriate sections.

Event description:
It was reported that during an ultrasound guided breast biopsy, using one needle, after collecting one tissue sample, an attempt was made to rotate the bottom mechanism of the device to collect the tissue but as the device was being rotated the arrow indicator piece broke off inside. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. A lot history review was conducted, which indicated that a device history record (DHR) review was required. The investigation is inconclusive, as the samples were not returned for evaluation. This is a known issue for the identified product code/lot number commination. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, using two needles, after collecting one tissue sample, an attempt was made to rotate the bottom mechanism of the device to collect. The tissue but as the device was being rotated the arrow indicator piece broke off inside. Another device was used to complete the procedure. There was no report of pt injury.